Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a stent break.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was implanted to treat a pancreatic stent in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent was bent in half during deployment. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b5 has been corrected. Blocks b1, b2, b5, e1 (initial reporter title and initial reporter last name), h1, h6 (impact codes) and h11 have been updated with the additional information received on april 07, 2025. Block h6: imdrf device code a0401 captures the reportable event of a stent break. Imdrf impact code f2301 captures the reportable event of an additional intervention performed to remove the stent.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the pancreatic duct to prevent post ercp pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent was bent in half during deployment. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event. ***additional information received on april 07, 2025*** it was reported that the stent was removed using forceps.